Manufacturer narrative:
The customer advised that the patient weight is not available. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested during a case. The clinician toggled the switch and then the unit was able to operate as expected. There is no report of patient injury.